Event description:
It was reported that at 62 days post laser photovaporization of the prostate procedure, the patient was reported to be experiencing urethral stricture. Per the electronic data center (edc), the patient sought medical attention. The patient had surgical intervention of dilation of urethra to treat the urethral stricture. The investigator assessment of the device relationship to the reported urethral stricture was assessed as probably related to the device and the relationship to procedure was assessed as causal related.

Manufacturer narrative:
B5 event description: updated to reflect medical treatment type the subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available the patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. An evaluation conclusion code of adverse event related to patient condition was assigned to this investigation.

Manufacturer narrative:
The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available the patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. An evaluation conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that at 62 days post laser photovaporization of the prostate procedure, the patient was reported to be experiencing urethral stricture. Per the electronic data center (edc), the patient sought medical attention and only medication was given (unknown med and dose). The investigator assessment of the device relationship to the reported urethral stricture was assessed as probably related to the device and the relationship to procedure was assessed as causal related.

Manufacturer narrative:
The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available the patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. An evaluation conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that at 62 days post laser photovaporization of the prostate procedure, the patient was reported to be experiencing urethral stricture. Per the electronic data center (edc), the patient sought medical attention (unknown treatment type). The investigator assessment of the device relationship to the reported urethral stricture was assessed as probably related and possibly related to the procedure.

Manufacturer narrative:
B5 event description: urethral stricture symptom resolution. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available the patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. An evaluation conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that at 62 days post laser photovaporization of the prostate procedure, the patient was reported to be experiencing urethral stricture. Per the electronic data center (edc), the patient sought medical attention. The patient had surgical intervention of dilation of urethra to treat the urethral stricture. The investigator assessment of the device relationship to the reported urethral stricture was assessed as probably related to the device and the relationship to procedure was assessed as causal related. It was further reported that patient symptom of urethral stricture resolved 42 days from onset symptom. As of today, there are no clinical events committee adjudications results required for the event of urethral stricture.

Event description:
It was reported that at 62 days post laser photovaporization of the prostate procedure, the patient was reported to be experiencing urethral stricture. Per the electronic data center (edc), the patient sought medical attention (unknown treatment type). The investigator assessment of the device relationship to the reported urethral stricture was assessed as probably related and possibly related to the procedure.